Event description:
The surgeon reported that the tibial resection guide placed resection in varus and had to manually correct the resection, but the final outcome was still in varus. Postoperatively, the patient presented with patellar "clunking" and the surgeon feels this is caused by the varus tibial resection and mal-rotation. The surgeon plans to revise the tibial side of the construct to resolve the issue.

Manufacturer narrative:
The design of the T1 instrument used to guide the tibial resection is based on segmented CT data from the patient. An error in the segmentation for this particular instrument has been identified, which in combination with the known soft tissue attachment sites of the tibial tuberosity may have contributed to difficulty in achieving adequate seating of the instrument and led to the reported angulated cut. Review of production records reveals no abnormalities in the manufacture of the subject component. Review of the segmentation process is ongoing to determine future preventative actions.